Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was determined that the device red led lighted up, battery did not charge, did not run self-test, red led lighted up when and info button was depressed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the power module device battery malfunctioned and the red led lighted up. It was further determined that the device failed the following pre-tests: test for information button and self-test, charging and checking of power module in charger, function- test and saw test. It was reported in the service order that the device did not work. This event did not occur during surgery but before use on patient. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.